Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that resistance was experienced during the fill process and that a minimum fill notification occurred. Customer's blood glucose level ranged between 254-282 mg/dl. Reportedly, the customer performed a cartridge and syringe needle change resolving the issue.